Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent charging issues were experienced with the pump battery, despite the use of multiple usb cables and wall adapters. Customer¿s blood glucose level was 173 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.